Event description:
It was reported through results of a clinical trial, during device implantation of endovascular arteriovenous fistula, the patient had an adverse event of severe bradycardia. It was further reported that the adverse event was resolved and the procedure was successful. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2022).

Event description:
It was reported through results of a clinical trial, during device implantation of endovascular arteriovenous fistula, the patient had an adverse event of severe bradycardia. It was further reported that the adverse event was resolved and the procedure was successful. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. The investigation is confirmed for the reported patients adverse effects of bradycardia during device implantation of endovascular arteriovenous fistula creation. The definitive root cause for the reported patients adverse effects of bradycardia during device implantation of endovascular arteriovenous fistula creation could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use's for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: the wavelinq¿ 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. Use caution when performing electrosurgery in the presence of pacemakers or implantable cardioverter defibrillators. The wavelinq¿ 4f endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. According to the national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi clinical guidelines), the device should not be used in place of a more distal avf. Potential adverse events: the known potential risks related to the wavelinq¿ 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. H10: d4 (expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. It was reported that the adverse effects of bradycardia was not related to the procedure and not related to the arteriovenous access circuit. The communications also stated there have been no documented device deficiencies reported for this subject. The result of the investigation is confirmed for the reported patients adverse effects of bradycardia, failure to mature and stenosis post endovascular arteriovenous fistula creation. The definitive root cause for the reported patients adverse effects of bradycardia, failure to mature and stenosis post endovascular arteriovenous fistula creation could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 2. The wavelinq¿ 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 8. Use caution when performing electrosurgery in the presence of pacemakers or implantable cardioverter defibrillators. 18. The wavelinq¿ 4f endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. According to the national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi clinical guidelines), the device should not be used in place of a more distal avf. Potential adverse events: the known potential risks related to the wavelinq¿ 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. H10: d4 (expiration date: 05/2022), g3, h6 (method) h11: b2, b3, b5, h6 (patient) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that sometime post an endovascular arteriovenous fistula creation, the subject had an adverse event of severe bradycardia; however, the adverse event was not related to the device, was not related to the procedure, and was not related to the arteriovenous access circuit. It was further reported that two weeks and two days after endovascular arteriovenous fistula creation, the study endovascular arteriovenous fistula was allegedly failed to mature within three months of index procedure by physical assessment. It was also reported that four weeks after endovascular arteriovenous fistula creation, an additional secondary stage balloon assisted maturation procedure was performed to support maturation of the arterialized vein segments via the secondary coil embolization and the procedure was successful. Furthermore, four months and four days after endovascular arteriovenous fistula creation, the subject had an adverse event of left subclavian artery occlusion which required an arteriovenous access circuit reintervention. In other words, the subject had a hundred percent stenosis in the proximal subclavian artery at proximal vessel distal to an endovascular arteriovenous anastomosis which required post procedure intervention. Evidently, stent graft placement and standard percutaneous transluminal angioplasty procedure was performed to treat stenosis and the intervention was successful. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.